Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 475 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization as per health care provider was treatment for addison disease, was put into the intensive care unit to get steroids and balance electrolytes. Ketones were present to blood glucose were treated as well. The customer was not wearing the insulin pump at time of hospitalization for 1 hour, was on insulin drip while in the hospital. The customer's mother declined troubleshooting at this time as customer is not present.